Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 10, 2021. Section d9: returned to manufacturer: yes. Device evaluation: the dcb00 product was returned in its original package and visual inspection using magnification was performed to the returned sample: part of the device assembly returned opened. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens was observed stuck in cartridge and seems to be cut inside it. It was too hard to remove the lens from the cartridge. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Due to the conditions of the lens returned, the complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies was found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted into the patient's left eye. That the lens was removed and replaced during the same procedure as the trailing haptic was missing upon insertion. A replacement lens of the same model and diopter was used. The outcome did not significantly interfere with patient's activities of daily life. No further information was provided.